Manufacturer narrative:
Full name of the facility is (B)(6) hospital center. This device is not sold in the u.s. But a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps channel had dirt. Other observations for the device are: angle play and insufficient angle; poor drainage from nozzle; distal end rubber coating (a-rubber) adhesive has a crack and is cloudy; forceps channel has a scratch; objective lens has a scratch; flexible tube has a scratch and wrinkles; switches sw1 and 2 have scratches; and tip cover has scratches. The user¿s complaint of auxiliary water supply issues and forceps/cleaning brush insertion issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of auxiliary water supply issues and forceps/cleaning brush insertion issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the forceps channel had dirt. This medwatch is being submitted for the reportable issue of dirt in the forceps channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the cause could not be specified. It is likely, the event was caused by inappropriate or insufficient reprocessing method or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum dec 3, 2022: when the customer reported event occurred is not known, but there was no patient involvement.